Event description:
It was initially reported that during a colon procedure, the device would not cut and only partially stapled. The staple was positioned correctly, but the device did not cut. The device was locked onto the colon. The surgeon had to cut the tissues again in order to remove the device increasing the risk of fistula. Another device was used to complete the procedure. Additional information requested and received after the initial report: was the tissue evenly distributed in the jaws? Yes it was. Was the device in the green firing range? Yes it was. What was the patient's pre-op diagnosis? Information not available. What is the current status of the patient? Information not available. What is the patient's age, sex and weight? Information not available. Why are two devices being returned? The same problem occurred with 2 devices. The surgeon had to cut the colon many times. It did increase the risk of fistula. Is one of the devices being returned the device that was used to complete the procedure? A third device was used to complete the case correctly. This won't be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.